Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the long bipolar grasper instrument for evaluation as of the date of this report. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, a fragment fell off the long bipolar grasper instrument and into the patient. The fragment was retrieved during the same procedure. The procedure was completed robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the long bipolar grasper instrument associated with this complaint and completed investigations. Failure analysis found the primary failure of broken yaw pulley to be related to the customer reported complaint. The instrument was found to have a broken bipolar yaw pulley near the cable routing. Broken piece was missing because of breakage. Size missing piece is approximately 2.63mm x 4mm. The components surrounding the break did not exhibit damage that would have contributed to the broken yaw pulley. Additionally, the instrument was found to have a segment of the conductor wire dislodged from the yaw pulley. A loop of the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged the instrument passed the electrical continuity test. Components adjacent to the dislodged wire do not show damage. The instrument was found to have damaged conductor wire insulation at the yaw pulley. There was no fragmentation of the insulation, and the internal conductor wires were not exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.

Event description:
Refer to h10/h11 for follow-up information.